Event description:
It was reported that during a pta/stent procedure of the left sfa, 22 cm of the distal end of the monorail segment separated from the catheter. On initially entering the vessel, a small dissection was noted. A stent was placed to repair the dissection and while attempting to pull back over the wire and expand the stent, something got caught. The physician pushed back distally and attempted to withdraw again when minimal resistance was encountered. He pulled back with slightly more force and the catheter broke, leaving 22 cm in the pt at the origin of the external iliac. The wire then became knotted up. After several attempts, retrieval was successfully accomplished with a snare. Following review of the procedure, the physician feels the stent was appropriately placed and fully deployed. The pt is reported to be doing well following the procedure.